Event description:
Please provide additional detail: oversensing, t wave (post sensed). I checked this patient in device clinic today. I noticed multiple nsrvo recordings. They all appear to be post sensed t wave oversensing. I called tech services and was advised not to make any programming changes. I documented the findings for the physician and will continue to monitor.